Event description:
User facility reported that the device was in use with pt when the inflation line was found detached from the tube in pt's bed. The device was removed and replaced with another in response to this issue. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.